Manufacturer narrative:
User reported an event where the cgm showed results that are different from glucometer measurements. The case was escalated to the next level of support for additional review. The user was requested to re-link the sensor and user successfully completed the re-link. Based on additional review of the data, we can see that the system is beginning to show better agreement in bg and sg values after the re-link.

Event description:
On 09 june 2025, senseonics was made aware of an incident where reported inaccuracy in sensor readings. No injury or medical intervention was reported.

Manufacturer narrative:
B4. Date of this report: 05 sept 2025. G3. Date received by the manufacturer? 05 sept 2025. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 3224.